Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: the product and the fragment were available for investigation decontaminated. Failure description - the seal is broken, a smooth cut can be found on the sealing unit and the fragment. Investigation - investigation visually showed several scratches and a cut can be found on the unit and fragment. At the damaged area of seal as well as the fragment smooth cutting traces can be found most likely by a sharp mic instrument during insertion in the trocar. Batch history review - a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale - traces of cutting can be found. According to the instructions for use (IFU), instruments must be applied with appropriate care and in a closed position to avoid such damages of the sealing unit: - to prevent damage to the sealing element, apply appropriate care when inserting any instruments - if possibly, insert instruments in their closed position, straight and central through the sealing element.

Event description:
It was reported that there was an issue with the sealing unit for a 5mm trocar. While inserting an instrument, a plastic piece of the sealing unit fell into the abdomen. There was no additional intervention required; the piece was retrieved within the trocar. Additional information was not available.